Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue on (B)(6) 2026 as infusion set fell off which was in use for about six hours and the issue was reported with about fifteen infusion sets. The blood glucose level was high which was treated with correction bolus via pump, infusion set was replaced, and insulin delivery resumed successfully.